Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator (B)(6) 2010; 694958 implantable tachy lead (B)(6) 2005; 419478 implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient developed a septic infection. The implantable cardioverter defibrillator (ICD) was explanted and no replaced. No further patient complications have been reported as a result of this event.